Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned yet.

Event description:
It was reported that scrub nurse noticed little crack on a provisional after a procedure, during set inspection. No known patient consequences was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign, poland. The complaint sample was returned and evaluated and the reported event was confirmed through physical evaluation. Visual evaluation of returned product identifies wear and cracks around the screw hole. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.